Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. It was reported through the patient outcome that the patient was transplanted on (B)(6) 2020. The customer did not provide if transplant was device or therapy related. The pump was explanted. The device will not be returned for evaluation. The account had no additional information to provide. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22jan2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. The customer did not provide if transplant was device or therapy related. The device was explanted. The device will not be returned for evaluation.